Event description:
Customer reported that due to a ventilator malfunction patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. Covidien not authorized to evaluate the device. Customer reported to have run the unit for 48 hours and was not able to duplicate the reported malfunction. The customer conducted final testing.